Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had been trying to reach their manufacturer representative for a couple hours, but had not been able to get a response. Patient stated their battery was not charging and they had tried everything to get it charged. Patient said they were in the office on tuesday when they had stimulation turned on and bandages removed, and the representative had a bit of time trying to get the implanted neurostimulators to sync up, but finally did and went over the instructions on how to charge. Patient then said that now when they connect to charge, the controller was not detecting the implant. Patient stated they tried going to the menu and pressing recharge information, but the option was totally greyed out. Patient stated that since yesterday around 6:00 pm is when the implant stopped being able to charge at all. Patient confirmed their implant battery was low, less than 20% yesterday, and now the implant is dead. Walked patient through entering passive recharge mode and patient reported seeing (B)(6) 2022. Patient repositioned and saw 29-30-31. Agent asked if patient had any sort of swelling at the implant site and patient said that it was still swollen and sore. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt called about the same issue, saying they still cant charge the ins. Reviewed that they should follow up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back and reported their exact issues continued and their controller battery was draining quickly now while recharging the implant. Pt had not followed up with their managing doctor. Agent redirected the pt to their managing doctor.